Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the scs ipg was explanted and replaced with a new model. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a lead revision (reference MFR report#1627487-2017-03151 ((B)(6)), the ipg became inoperable as well as displayed an error message. Reportedly, surgical intervention may be undertaken as the next course of action to address the issue.